Manufacturer narrative:
No material defect was found during investigation of the fracture surface. Because a second surgical intervention was required, this event is reportable per 21 cfr part 803.

Event description:
In this event it was reported that a xive s implant driver broke during the implant site preparation potentially due to maximum torque being reached. The dentist was not able to complete the implant placement as intended, as back-up instrumentation was not available.